Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician experienced difficulty advancing the jet7 into the sheath. Upon removal, physician noticed that the jet7 was kinked. Therefore, the jet7 was removed. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was stretched and ovalized at approximately 105.0 ¿ 116.0 cm from the hub. The total length of the jet7 was measured approximately 135.0 cm. Conclusions: evaluation of the returned jet7 revealed ovalization and stretching along the catheter. If the device is mishandled during removal from its packaging tray, damage such as ovalization and stretching may occur. These damages likely contributed to the reported difficulty advancement experienced during the procedure. The reported kink on the device was unable to confirm. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.